Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a stenting treatment procedure, the device was unable to cross the lesion. Vascular access was gained via the radial artery. The 4.5x6mm, 85% stenosed, eccentric and progressive target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca) with a significant bend between 45 and 90 degrees. The lesion was predilated and the 4.5x16mm taxus liberte stent was advanced but was unable to cross the lesion. The procedure was completed with another 4.5x16mm taxus liberte stent. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. Two struts on the second row from the distal edge were raised proximally. One strut on each of rows one and two from the proximal edge were raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).